Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. It was observed that the device had exceeded normal longevity. The device was explanted and replaced. Patient was stable before, during, and after the procedure.